Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, the patient's ipg has become inoperable. In turn, the patient may undergo surgical intervention.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to address the patient's issue.